Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID neu_unknown_lead, lot#: unknown, explanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient has the 4 contact lead implanted and it is not connected to the ins based on an xray image. The caller indicated that the patient was not aware of the lead being implanted and an md determined this based on the imaging. The caller did not have any further information about the issue. Troubleshooting was not required. The issue was not resolved through troubleshooting.¿ no further complications were reported/anticipated at this time.